Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch (B)(4) - mfg date 03/01/2013; exp date 01/31/2018. Batch (B)(4) - mfg date 05/01/2013; exp date 01/31/2018. Batch (B)(4) - mfg date 04/01/2013; exp date 01/31/2018. Batch (B)(4) - mfg date 01/01/2013; exp date 01/31/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a removal of a benign tumor on the back at the end of (B)(6) 2014 and suture was used. The patient also underwent a revisionary procedure concurrently. It was reported that approximately 2 weeks post operative the wound dehisced. The patient underwent a reoperation to close the wound. A different suture was used to complete the procedure.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gkk281, mfg date unk, exp date unk; batch gl5570, mfg date unk, exp date unk; batch gkz736, mfg date unk, exp date unk; batch gjz447, mfg date unk, exp date unk. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.